Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic with symptoms of presyncope, lead fracture was suspected. Loss of capture and lead noise were observed. The electrical anomalies were reproducible with isometrics. The lead was capped and replaced. The patient condition was stable before, during, and after the procedure.